Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro laa closure device was successfully implanted as part of a clinical study. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiogram (tee), and imaging revealed a device thrombus. The patient was started on anticoagulation for three (3) months and will be re-imaged. There was no patient hospitalization.